Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when interrogated, the implantable cardiac monitor was having intermittent telemetry and readings of live electrograms. In addition, the marker channel was not appropriately marking r waves. No changes were made and the patient will continue to be monitored. The patient was in stable condition.